Manufacturer narrative:
The device will not be forwarded to the manufacturing site for investigation. Rather, they will send a service tech to evaluate the device in the field. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that during a valve sparing tetralogy of fallout correction procedure on (B)(6) 2025, entire room went down for 7 mins. Signal was lost on the surgical displays during the surgical procedure. The neo basebox and the ps16 lost power while the tp was showing that it wasn't connected. The ups (universal power supply) had the be error code and was not powering the system. All encoders weren't getting power either. On the tp they were not able to route signal due to it being not connected. The staff waited and the power came back after 7 minutes from the ups and booted up the system. After powering back on the tp was not allowing the nurse to route signal but the original signal sent to the surgical displays came back up and they finished the case. It was confirmed that there was no patient harm, but the procedure was disrupted. No negative impact in state of health reported.

Manufacturer narrative:
This product is manufactured at karl storz endoscopy america, 13803 n promenade blvd, stafford, tx 77477; however, it is designed in germany. Device evaluation: failure of the ups internal battery (vision group), which caused a complete power interruption to the or1 system during surgery. Root cause: battery degradation due to nearing end of service life or internal wiring fault within ups led to loss of stored charge and automatic system shutdown. Root cause isolated to third-party ups subcomponent, not the karl storz system hardware or software. Lack of preventive maintenance schedule or end-of-life tracking for ups batteries. The issue was resolved by replacing defective vision group battery (unapproved) with a powervar battery and by verifying full functionality through power-loss test. No further issues noted. The event is filed under internal karl storz complaint ID: (B)(4).